Event description:
It was reported that the ilet user experienced recurrent low glucose readings adjusted their target range without consulting a healthcare professional. After which they treated a low of 71 mg/dl with candy and subsequently recorded fingerstick value at 68 mg/dl. Education was provided on appropriate hypoglycemia treatment and transfer to clinical management for settings guidance. Symptoms included hypoglycemia and anxiety. Outcomes included the need for oral carbohydrate treatment without hospitalization or long-term sequelae. Investigation included complaint review and user education on hypoglycemia management and device settings. Investigation of this case revealed user-related overtreatment of hypoglycemia and confusion regarding target range settings, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to overtreatment of low glucose and suboptimal user-set targets.